Event description:
On 09/05/2009, the lay user/patient contacted lifescan (lfs) alleging that her one touch ultramini meter was reading inaccurately high compared to another device. The medical surveillance specialist (mss) spoke with the patient on 09/18/2009 and obtained the following information. The patient reported that on an unspecified date in the previous month, she obtained blood glucose readings of "260 mg/dl" with the subject meter and "223 mg/dl" on another device (onetouch ultralink), performed less than 10 minutes apart from each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <= 30%. On an unspecified date, prior to performing the meter to other meter comparison, the patient reported that she obtained an alleged high blood glucose reading in the "200-300 mg/dl" range when she tested at bedtime. In response to the result, the patient claimed she gave herself 10 units of novolog insulin. The patient stated that if her blood glucose is in the low "200's" she doesn't take the insulin. A few hours after administering the insulin, the patient claimed she woke up from her sleep sweating and disoriented. When she tested her blood glucose with the subject meter, she reported obtaining a blood glucose of "50 mg/dl" with the subject meter and then treating self with food and/or drink. At the time of troubleshooting, the customer care advocate noted that the patient was using the correct testing technique and cleaning the puncture area properly. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.